Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Fiducials were administered transperineally prior to spaceoar implantation and the procedure was done under local anesthesia. It was reported that, the patient was on a blood thinner. The scans showed possible rectal wall infiltration. After scan review with another physician, they still could not tell with complete certainty whether there was rectal wall invasion. It was estimated about 25 percent of the hydrogel was injected into the rectal wall. There were no patient complications reported as a result of this event. The patient is yet to receive standard radiation therapy, 44 fractions.

Manufacturer narrative:
Additional information: block b3: event date, block b5: incident narrative. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Fiducials were administered transperineally prior to spaceoar implantation and the procedure was done under local anesthesia. It was reported that, the patient was on a blood thinner. The scans showed possible rectal wall infiltration. After scan review with another physcian, they still could not tell with complete certainty whether there was rectal wall invasion. If there was invasion, then it would be about 25 percent involvement at max. There were no patient complications reported as a result of this event. The patient is yet to receive standard radiation therapy, 44 fractions. On march 30, 2021, additional information received stating that the spaceoar procedure was performed on (B)(6) 2021. The patient also continued with the radiation treatment and with no further complications.